Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the angio-seal device could not be inserted into the insertion sheath. It was unclear if the bypass tube came off from the beginning. A second angio-seal device was used to continue the procedure. A pre deployment angiogram was performed. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 5 mm. The size of the sheath ancillary used was 6 fr. Hemostasis was successfully achieved by using the device of the second angio-seal. Blood loss was estimated to be less than 250cc, and there was no health damage to the patient due to this event.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One angio-seal 6fr sts plus was returned for evaluation. The carrier tube assembly was still enclosed within the sealed aluminum pouch. The sheath and locator were returned mated with one another. The pouch was examined under fluoroscopy and the presence of the bypass tube was confirmed. The sheath and locator were checked for dimensional specifications. The sheath outer diameter was measured to be 0.1157" and locator outer diameter was measured to be 0.0904". All measurements were within the specifications of manufacturing. The complaint cannot be confirmed. The presence of the bypass tube was confirmed within the pouch using fluoroscopy. Based on the returned device, no visual or dimensional anomalies could be found on any sub components. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.